Event description:
It was reported by the rep that the 5 prr35 were used during a varicous vein ligation procedure. It was reported that the leg skin incision was closed with the prr35 and the surgeon wiped off the wound with a wet lap sponge, this caused the staples to come out of the wound. The surgeon noticed that the staples were not fully closed on one of the legs. The doctor used a second device, third device and a fourth device and this happened again. The case was completed with a prr35 and there was no consequence to the pt.